Manufacturer narrative:
Other, other text: evice evaluation: one device was returned and visual inspection revealed missing labels. No physical damage was found on the device. Upon inspection, customer problem was duplicated. Found faulty downstream occlusion sensor during the investigation when an administration cassette is latched. Replaced downstream occlusion.

Event description:
Issue discovered during testing. No patient involvement.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a constant reattached set alarm during testing. There was no patient, or clinician injury associated with this event.